Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2013 12:49:12. No further information is available.